Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose was 600 mg/dl and diabetic ketoacidosis (dka). Multiple attempts were made by tandem¿s technical support to obtain additional information on how customer address the bg issue, however, no additional information regarding this event was provided. Reportedly, the customer had manual injections available as alternate insulin therapy.